Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient arrived in the renal unit for dialysis with the red extension line clamped, damaged, but still capped. To dialyze the patient, they had to do a hub repair on the nextstep catheter since the red extension line was leaking. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned a 2-lumen hemodialysis connector assembly which showed signs of use but appeared otherwise typical with no defects. Microscopic examination revealed a few cracks on both sides of the red extension line where it was dented from use with a clamp. The clamp was not returned. The blue extension line appeared typical along with both hubs. No other cracks were observed. Leak testing was performed with pressurized water and no leaks were detected in either extension line. A review of manufacturing records could not be performed because a lot number was not provided and a potential lot number could not be determined. Since the leakage could not be confirmed, no further action will be taken.